Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell and underweight. A microscopic analysis was performed which identify a broken striated in the posterior side. Based on the device analysis the final assessment is: a striated broken in the anterior side assessed as surgical damage.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.